Event description:
The customer alleged the 840 ventilator stopped cycling while in use with a pt. There was no report of any pt harm or injury related to the event. The user facility's biomed inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.